Event description:
The lay user/reporter contacted lifescan in 1/2005 and alleged that the lay user/pt's one touch ultra meter was displaying error messages. The medical affairs specialist was unable to reach the reporter or the pt the next day. A letter was also sent. The pt had received error 3, error 4, error 5 messages on the subject meter. It is unk as to how long she was having this issue. On the day of the event (date/time not provided), the pt was sweating and was incoherent. A result of 304 mg/dl was provided, however, it is unclear if this test was performed on the subject meter or another meter. The pt was taken to the hosp and the lab result there was "500+". The reporter was unable/unwilling to answer what, if any, treatment the pt had received. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the test strips were in good condition. The reporter was walked through a test, but the issue was not resolved. This complaint is reported due to unresolved error messages that may have delayed the discovery of the pt being hyperglycemic. It would be helpful to know the pt's medications regimen, if she had taken any medications prior to going the hosp, how long she was not able to test on the meter due to the error messages, and if she had attempted to test on the reported meter at the time of concern. A replacement meter, control solution, and test strips were sent to the lay user/pt.